Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) was 65 mg/dl.. Customer consumed carbohydrates to address the bg level. Customer declined any further tandem customer technical service (cts) assistance in relation to the low bg level. During troubleshooting with cts, the malfunction alarm was cleared and insulin delivery was able to be resumed.